Event description:
It was reported to medtronic neurosurgery that a valve that was being revised was found to have a tear on the siphon control device. It was also reported that the patient has had many revisions for their vp shunt, but it was unknown exactly how many revisions occurred or whether they involved medtronic devices or not.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.